Manufacturer narrative:
The technician found the brake casters were worn. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their bed. The technician replaced the brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from a hill-rom technician stating the brakes were not holding. The bed was located in the bed shop at the account. There was no patient/user injury reported. (B)(4).